Manufacturer narrative:
D10 concomitant product: sigsbchgr, sig power sigsbchgr one -bay charger (sn:unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted that there was a faded/burnt in section of the oled (organic light-emitting diode) screen. Functionally, the handle was received with a fully depleted battery, was inserted into a device running v16 softwar e to charge, and the handle initialized after being removed from the charger. A knocking noise was heard during the handle's initialization. After taking apart the handle, one of the motor screws was found to be loose, allowing the motor to move around. The connection between the motor output shaft and trilobe coupler was not impacted. The handle was then upgraded from v29.3 to v29.5 and continued to correctly show there were 8 procedures remaining. It was also noted that while the handle was inserted into a charger, the battery voltage drained below operable levels over time. This would result in the handle not initializing after being removed from the charger. Upon returned to rpa, the handle had no remaining uses and had reached true end of life. The handle had 0 of 300 procedures remaining. A review of the system logs showed that the handle correctly decreased from 9 procedures remaining to 8 procedures remaining. It was reported that the handle was not charging. The reported issue was confirmed. The most likely cause was traced to software coding. It was also reported that the instrument did not work. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: a loose motor screw. The most likely cause could not be established from the information available. Another unreported condition was identified: true end of life. The most likely cause was due to an end of life problem identified. Another unreported condition was identified: screen burn. The product analysis noted evidence that the device was not used as intended. This issue may occur due to the display showing the same image on the display for a prolonged period of time. The handle is programmed to turn off the display when not in use. However, when components are left connected to the handle by the user, the amount of time it takes the screen to shut off is extended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, while charging, the charging light was on, but the handle was not charging. When charged again and started up, the operating life of the handle became eight. After the version was upgraded and implemented, it was fully charged, but the operating life was still eight. There was no patient involved. Medtronic's evaluation of the device found that the motor screws were loose.